Manufacturer narrative:
A third party service technician evaluated the device and the reported issue was able to be verified and was able to be duplicated. The issue was caused by a combination of a low battery condition and a high resistance path in the power supply due to fretting at the j11 connector. The device is not serviceable and was removed from service.

Event description:
The customer contacted stryker to report that their device had an energy failure while delivering shock to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device had an energy failure while delivering shock to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.